Manufacturer narrative:
The reported events were lead dislodgement and loss of capture due to the high threshold. As received, a complete lead was returned in one piece with all tines intact. The reported event of loss of capture due to the high threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination of the lead did not find any anomalies.

Event description:
At the primary follow-up after an implant procedure, the patient presented with fatigue and palpitations. The device was interrogated and high capture thresholds that resulted in a loss of capture was noted on the right atrial (ra) lead. Diagnostic imaging was performed and revealed a dislodgement of the ra lead. The ra lead was explanted and replaced to resolve the event. The patient was stable.